Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection (noted the helix was extended and was confirmed to be deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted. During the procedure, the lead dislodged. The helix could not be retracted for repositioning and the lead was removed form the patient. It was observed the tip of the lead was stretched. No adverse patient effects were reported.